Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with mentor memorygel breast implants 400cc and experienced bilateral rupture post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2023. This report is for the first of two devices. See manufacturer report number 1645337-2023-07486 for contralateral side.

Manufacturer narrative:
On jul 20, 2023, the mentor failure analysis lab received two devices for evaluation. These devices were manufactured at the mentor medical systems b.v. Facility in leiden, the netherlands. Multiple follow-ups were performed in order to confirm the impacted product information. No information has been forthcoming. In the absence of clarifying information, the device information fields have been updated to match the returned device(s). Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿[not] required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. As a result, no further investigation will take place. Manufacturer contact phone: (B)(4). Manufacturing site phone: (B)(4). Manufacturing site fax: (B)(4). Manufacturer¿s reference number: (B)(4).